Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is major tip flaring on the distal end of the drill head ID. The drill head chamfer is not visible due to the flaring. The drills shaft is bent. Further examination of the drill head showed the primary cutting surface and flutes are worn. Material condition was confirmed to meet print specification. Potentially the cause for this device failure was the use of drills that have worn or dull tips, causing a result in breakage. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl procedure the drill tip broke off at the distal tip. The drill tip broke in the patient and was successfully removed. A backup device was available. There were no reported patient injuries. No other complications were noted.